Event description:
It was reported that during an implant procedure, the right atrial lead helix was difficult to retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted due to kinking/buckling and the helix was bent. Visual analysis noted the lead was damaged at implant. (B)(4).